Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently dropped the pump and the touchscreen cracked. Reportedly, the top 1/3 of the screen became black making pump unreadable. Customer's blood glucose was 117 mg/dl. Customer continued to use current pump for insulin therapy and also confirmed manual injections were available.